Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -16.00/+1.0/035 diopter, in the patient's left eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting and a significant reduction of irido-corneal angles. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial and had clear surgical residue on the product. Visual inspection found a piece of lens haptic missing and presence of clear and white residue on the lens surface. (B)(4).

Manufacturer narrative:
Additional information: conclusion code: as per dfu for this lens model, vticls are contraindicated for patients with an anterior chamber depth (acd) below 3.0mm. Corrected data: the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.00/+1.0/035 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. As of (B)(6) 2016, patient's post-op best-corrected and uncorrected visual acuities were 20/20. (B)(4).